Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the equipment does not start up. Review of the log files showed in the system startup, the system malfunctioned. In subsequent restarts, the same issue happened. Malfunction can be confirmed. Upon functional testing, fse confirmed that a software error occurred when the system was started up first thing in the morning, preventing normal startup. Furthermore, the log from the previous day and a dose report were sent and communication with mpps was performed when the system was turned off, and a software crash occurred during shutdown. Fse believed that the above software crash was the part of the cause of the issue. To resolve the issue fse reinstalled the suite pc. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that equipment does not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.